Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheter is confirmed, and was determined to be use-related. One 4 fr groshong nxt clearvue catheter and a photograph were returned for evaluation. An initial visual observation revealed the sample was returned in an open package containing one groshong catheter with stiffening stylet, one safety scalpel, one guidewire hoop with guidewire, one microintroducer, one introducer needle and one proximal connector piece. The distal connector piece was not returned. Some clear and orange residue was observed within the catheter. The catheter was observed to be damaged near the cannula of the stylet flushing hub, just proximal to the 59 cm depth mark. A microscopic observation revealed the damage on the catheter had irregular shape, fracture surface, and edges. Striation-like marks were observed on some areas. The observed damage appeared to have been caused by contact between the tip of the cannula and the catheter, likely during manipulation of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during an ultrasound-guided PICC placement procedure at the vascular access clinic a nurse discovered damage to the catheter at the connection point between the metal handle and the guidewire tip while unpacking and inspecting the catheter. A new catheter was requested immediately. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.